Event description:
According to the report, the device was tested while still in the box, before the surgery took place in 2008, and all was within normal limits. After a very smooth gentle insertion with the cochlear forceps, which were held at the marker ring and a suction at the tip to guide the array, the device was tested 4 times after wound closure and showed each time, a short circuit at electrode channels 6 and 7. The decision was made by the surgeon and audiologist to go the back-up device.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.